Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment intraperitoneal cefazolin (2g daily; duration not reported) and intraperitoneal gentamycin (80mg daily; duration not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. At the time of this report, cefazolin and gentamycin remained ongoing and the patient's recovery status and outcome of the event had not been reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the event was unknown. Three days after the event onset, the cefazolin and gentamycin were discontinued and the patient was switched to intraperitoneal vancomycin (1g daily) and intraperitoneal amikacin (300 mg daily) for bacterial peritonitis. Eighteen days after the event onset, the vancomycin and amikacin were discontinued and the patient was discharged from the hospital. That same day, dianeal therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.